Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) right atrial (ra) pacing lead impedance. An ra lead revision was done. Additional information indicated that the cause of high oor pli was not determined. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.